Event description:
A malfunction alarm identified as malf 12 was reported by the customer. There was no adverse impact to the customer¿s blood glucose level. The customer was provided with assistance to reset the pump, and after resetting, the malfunction code did not recur. The customer was instructed to continue using the pump and to report back if the issue reappears.